Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not complete a capacitor reformation and that continuous tones were emitted during charge. After diverting the capacitor reformation, attempts to interrogate the device were unsuccessful.